Manufacturer narrative:
No device returned for product testing. Retained lot # 51123 liquid draw testing showed no abnormalities or malfuntions.

Event description:
End-user is having difficulty getting air bubbles out their syringe.

Event description:
End-user is having difficulty getting air bubbles out their syringe.